Event description:
As reported, during an unknown procedure, a bard/davol phasix mesh which expired on 28-jan-2022 was placed in a patient. As reported, the issue was identified after positioning the mesh and the mesh was removed and replaced with another phasix mesh. There was no reported patient injury.

Manufacturer narrative:
As reported, an expired phasix mesh was inadvertently placed and removed from the patient's body during the case. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may, 2020. Note: the date of event is considered to be a best estimate as 18-mar-2022, based on the date of awareness.